Event description:
Customer received a blood glucose result of 263mg/dl. The customer took normal insulin. Family member felt sugar levels were falling. Family member called paramedics. The customer device read 263mg/dl and the emt's device read 47 mg/dl. The customer was given an IV and a shot of something. The dr has decreased their insulin dosage. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.